Event description:
Reporter indicated that during a routine office visit, the pt received a high impedance reading on a systems diagnostic test indicating a possible device malfunction. The pt reported that it does not feel as strong as before. X-rays were sent to manufacturer for review, in which no anomalies were noted. It is unk if a revision surgery will take place.

Manufacturer narrative:
X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.